Event description:
Bayer case number:(B)(4) annoying bloating always downplayed by general practitioner [bloating] smell loss (before covid), [smell loss] weight gain of 15 kg since 2012 despite sport and being careful [weight gain] patient often tired [tiredness] swollen fingers [swelling of fingers] , I received no information concerning allergies at the time of the insert placement [medical device monitoring error] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("annoying bloating always downplayed by general practitioner") in a 40-year-old female patient who had essure inserted (lot no. 948843) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error (", I received no information concerning allergies at the time of the insert placement"). The patient had a medical history of contact eczema (this female patient had been presenting with contact eczema on her left palm and the lateral surfaces of the left fingers for a year. There is no lesion on her right hand. I have just carried out the series of standard epicutaneous tests on her, to which the various products that she handles in her private life have been added. As you can read on the attached results sheet, this patient is allergic to nickel. Cobalt, to which she is also sensitised, is mainly to be considered as an unavoidable nickel contaminant. She is also allergic to mir dishwashing product and cif, which are detergent products containing a lot of nickel. We gave this patient advice on avoiding allergens in the hope that this would help her to no longer have contact dermatitis.) And allergy to metals (letter from my dermatologist dated (B)(6) 1997 female patient allergic to nickel and sensitivity to cobalt, I received no information concerning allergies at the time of the insert placement.). On (B)(6) 2012, the patient had essure inserted. In 2012 she was found to have weight increased ("weight gain of 15 kg since 2012 despite sport and being careful"). On unknown date she experienced abdominal distension (seriousness criterion medically important), anosmia ("smell loss (before covid),"), fatigue ("patient often tired") and peripheral swelling ("swollen fingers"). At the time of the report, the outcomes for abdominal distension, anosmia, weight increased, fatigue and peripheral swelling were unknown. No causality assessment was received for essure with regard to anosmia, weight increased, abdominal distension, fatigue or peripheral swelling. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) annoying bloating always downplayed by general practitioner [bloating] smell loss (before covid), [smell loss] weight gain of 15 kg since 2012 despite sport and being careful [weight gain] patient often tired [tiredness] swollen fingers [swelling of fingers] , I received no information concerning allergies at the time of the insert placement [medical device monitoring error] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-sep-2024. The most recent information was received on 06-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("annoying bloating always downplayed by general practitioner") in a 40-year-old female patient who had essure inserted (lot no. 948843) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error (", I received no information concerning allergies at the time of the insert placement"). The patient had a medical history of contact eczema (this female patient had been presenting with contact eczema on her left palm and the lateral surfaces of the left fingers for a year. There is no lesion on her right hand. I have just carried out the series of standard epicutaneous tests on her, to which the various products that she handles in her private life have been added. As you can read on the attached results sheet, this patient is allergic to nickel. Cobalt, to which she is also sensitised, is mainly to be considered as an unavoidable nickel contaminant. She is also allergic to mir dishwashing product and cif, which are detergent products containing a lot of nickel. We gave this patient advice on avoiding allergens in the hope that this would help her to no longer have contact dermatitis.) And allergy to metals (letter from my dermatologist dated on (B)(6) 1997 female patient allergic to nickel and sensitivity to cobalt, I received no information concerning allergies at the time of the insert placement.). On (B)(6) 2012, the patient had essure inserted. In 2012 she was found to have weight increased ("weight gain of 15 kg since 2012 despite sport and being careful"). On unknown date she experienced abdominal distension (seriousness criterion medically important), anosmia ("smell loss (before covid),"), fatigue ("patient often tired") and peripheral swelling ("swollen fingers"). At the time of the report, the outcomes for abdominal distension, anosmia, weight increased, fatigue and peripheral swelling were unknown. No causality assessment was received for essure with regard to anosmia, weight increased, abdominal distension, fatigue or peripheral swelling. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Lot number: 948843 manufacture date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-oct-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.